Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered a broken membrane in the instrument's vacuum pump which was leading to failing vacuum tests during instrument verification testing. This failure would not have contributed to this event as the vacuum pump would flag patient results as non-reportable upon failure. The fse replaced the vacuum pump. All subsequent verification testing passed within published performance specifications. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patients' samples on the same access 2 immunoassay system and obtained lower but erratic results both above and within the customer's normal reference range for the first patient (designated patient 1) and results all within the normal reference range for the second patient (designated patient 2). The elevated accutni+3 results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control), system check were all recovering within expected ranges at the time of the event. The patients' samples were collected in lithium heparin plasma tubes and were centrifuged for five (5) minutes at room temperature. The customer could not supply the exact centrifugation speed used for these samples. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched per the customer's request to verify instrument performance.